Event description:
It was reported that an ilet user experienced hyperglycemia around 240 mg/dl without receiving correction insulin because the dexcom g7 cgm was not providing glucose data to the ilet for over two hours after a meal announcement; once the cgm reconnected and paired, the ilet resumed automated dosing and glucose declined to approximately 230 mg/dl during the call. Symptoms included elevated blood glucose. Outcomes included restoration of automated insulin delivery with expected return to target range. Investigation included troubleshooting and user education regarding cgm pairing and prompt contact if sensor issues persist beyond one hour. Investigation of this case revealed that the ilet did not deliver correction insulin due to absent cgm data, and that device function normalized after cgm pairing was restored. It was concluded, based on previously established findings for similar reports, that the cause was loss of cgm data communication leading to temporary suspension of correction dosing, resolved by re-pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.